Event description:
It was reported that the image was grainy and had some ugly coloring. Swapped both monitor and transmitter, but couldn't tell which one is the problem.

Event description:
It was reported that the image was grainy and had some ugly coloring. Swapped both monitor and transmitter, but couldn't tell which one is the problem.

Manufacturer narrative:
The product was not available for full evaluation therefore the failure mode was not able to be confirmed. The service record confirms the device has been repaired before an engineer was able to perform a full evaluation; therefore, this complaint investigation was closed based on the repair, and probable root cause(s). Probable root cause for the reported failure involving this device could have been caused by: wireless signal strength, or an issue with the wireless token slot. In sum, the complaint could not be confirmed since the device was repaired prior to a full evaluation by an engineer.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.